Event description:
It was reported via a service report that the fowler will not raise or lower due to a broken fowler release handle. No adverse consequence reported.

Manufacturer narrative:
It is unk how the fowler release handle broke. The emt's were preparing to use the cot and noticed the damage prior to placing a pt onboard.